Event description:
In 2009, baxter was notified of a complaint from a customer reporting that their product, lot number h09108047, leaked. The line from the cassette (the drain line) had a leak which was just above the y connection. There were three holes and the hospital felt it could be a wet contamination and they gave the patient two injections of antibiotics in his twin bags. The patient noticed the leak when he sat up to drain and looked at the bed which was soaked, more squirted out during filling. The wife stated that she cut out the damaged part and threw it out. The hpr is not sure if the leak was on the cassette or the drain line. The patient thought that the leak was on the cassette tubing for draining and provided the lot number for that part. Additional information received the following day. The nurse at the hospital mentioned that the patient reported an incident whereby the patient had leaks from the cassette (the drain line) which was just above the y connection. The nurse mentioned that the patient did not finish night dialysis. He disconnected and examined the tubing and noticed 3 holes which were further down in the tubing because he noticed that when he sat up to drain his bed was soaked. The nurse stated that the wife did not cut out the damaged portion but however disconnected and threw everything out. This incident as per the nurse happened at 10:30 pm and he went to the hospital at around 9:00am. The nurse stated that tests were done. The nurse stated that they drew out sample of the drain fluid and it was sent for testing. The nurse stated that the patient was given 2 doses of cefazolin (1 dose for two days) and it was given inter-peritoneally. The nurse stated that the patient was given prophylactic antibiotics as she mentioned that if this was not done then it could have caused peritonitis. Additional information received from the patient. The patient stated that the sample is available for evaluation. He also mentioned that he just started on the night cycler and so far after the treatment of antibiotics he is feeling a lot better.

Manufacturer narrative:
Evaluation summary: baxter received one used partial set (tubing with connector, clamp and y) into the lab in reference to leak. Set was tested underwater at 8 psi with leak noted from 3 cut/hole approximately 1" from y. During visual inspection, the holes appeared diamond shaped and were approximately 1/8" apart down the tubing. The reported condition was confirmed in the lab for leak. The root cause was undetermined.